Event description:
On (B)(6) 2020, impella implanted; (B)(6) 2020, the device required repositioned. After the catheter was repositioned and placement was confirmed correct, the device started alarming with the following message. Placement signal not reliable. Placement signal and suction monitoring and suspended. Monitor pt hemodynamics and impella position with imaging; check the pt cable for kinks. Call placed to the impella rep (B)(6) for guidance. The pt had an unusual wave form. On (B)(6) 2020 pt expired and device was removed and released to the impella rep. FDA safety report ID# (B)(4).